Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via merlin.net with false pause episode. Review of the stored electrograms indicated possible loss of pocket contact. The suggested changes by technical services would be discussed with the physician. There have been no new episodes since (B)(6) 2018. The device remains implanted, no additional information was available.